Event description:
It was reported via repair work order that the nurse call cable was missing and jack screws broken causing cable to not connect to interface. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.